Event description:
Customer states: "the dr was using the catheter and the tip separated from the catheter, leaving the tip in the renal pelvis of the pt."

Manufacturer narrative:
One opened package as rec'd containing one used catheter; the cone tip was not returned for eval. The customer was contacted in regard to the location of the cone tip. The customer has indicated the cone tip portion was left in the pt's kidney and the physician has no intention of removing the tip from the pt; hoping it would not cause any harm to the pt. Each lot of catheters are pull tested prior to packaging. Six different lot numbers were pulled from stock and pull tested. Each lot number was noted to contain ten catheters. Each catheter was pulled tested and noted to separate above the minimum tensile requirement for this prod. Inadequate roughening on the tip of the catheter has caused the cone tip to separate from the main catheter shaft causing the customer's difficulty. The proper individuals have been notified of this occurrence.